Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Info provided by the pt's attorney indicated the pt alleges the following issues: the pt experienced random shocking at the ipg site (not while charging) and heating while charging at the ipg site. Add'l info is needed to clarify the nature of the pt's issues. Sjm was made aware of the issues on (B)(6) 2014, and the pt's scs system has not been evaluated by an sjm rep to verify and/or troubleshoot any of the reported issues.